Event description:
Information received by medtronic indicated that the insulin pump had crack at reservoir compartment. Customer was swimming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged cosmetic damage/cracked pump along battery side. The test p-cap locks properly in place in the reservoir compartment noted. Damage on the retainer ring during visual inspection noted. Pump was received with cracked case (battery tube) and cracked retainer. The pump passed the displacement test and self test. No moisture damage noted during visual inspection. In summary, the pump was received with a cracked case (battery tube) and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.